Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of high blood glucose levels. The customer's reading was 400 mg/dl. The customer stated he was out of the country, and the high reading could have been due to his eating and stress. The customer declined to speak with the 24 hour helpline. Nothing was replaced or returned for analysis.